Event description:
A patient was reported to have been treated with v.a.c therapy and wall suction for wet gangrene in wound on the left foot and for a separate wound on the left ankle and achilles tendon. The left foot wet gangrene wound achieved its goal of closure while the ankle wound developed maceration and secondary abscess as a result of fluid collection in the wound.